Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the phenomenon was improved after connecting the usb port to another port, there is no abnormal in the device concerned. It is presumed that the probable cause of failure to obtain live image in provation and the e415 error occurrence is due to the problem of sdi-usb conversion device. The instructions for use (IFU) states: use appropriate cables only. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer deleted images from the portable memory by connecting to a personal computer (pc). Tac instructed the customer to format the portable memory on the cv-190 by navigating to advanced menu and selecting format portable memory. Tac verified that the maj-1918 remote cable, maj-1916 converter box and the serial digital interface (sdi) cable were all correctly positioned. The sdi cable goes from sdi out 2 to an endogenie into a usb port on the pc. Tac instructed the customer to power off the pc and the cv-190/clv190. Afterwards, tac asked the customer to power on the pc , open provation and power on the cv-190/clv190. Image was then attained and released without receiving and error on the provation. Tac proceeded to review the user settings, turned the printer off and the df device on. Subsequently, an image was released however, the provation was intermittently losing image. Tac ran the sdi cable out of sdi out 2 on the cv-190 directly into the monitor and an image was attained without interruption. The endogenie was connected into a different usb port on the pc, rebooted, powered off the cv-190/clv-190 and released an image. No error occurred and the image was steady. Regarding the e415 error, tac instructed the customer to format the portable memory once more. After that, intermittent live image was obtained in provation and the customer moved the sdi endogenie to another usb port on the pc to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center failed to obtain live image intermittently in provation. In addition, an e415 error occurred after formatting the portable memory. This report is being submitted to capture the image issues. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.